Event description:
It was reported that a user received an alert 38 indicating a motor stall during a supply change, after which the user was instructed to restart the device and was then able to complete the supply change with insulin delivery resumed. Symptoms included no reported adverse clinical effects. Outcomes included no impact beyond temporary interruption of insulin delivery. Investigation included troubleshooting with the user, including device restart and education on completing the supply change. Investigation of this case revealed a consecutive stalled motor condition consistent with a transient motor stall alarm that resolved with restart, with no persistent device or component malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user-interaction or transient device behavior that resolved with standard restart and re-priming procedures. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.